Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. The physician advanced the 3.0x15mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 10atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "fine".

Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).